Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granuloma, was deemed to meet the reporting requirement of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This literature report from the united states of america concerns a (B)(6) year-old female patient. She was possibly injected with hyaluronic acid (she did not provide information on the type of filler used). The patient had a history of multiple dermal filler injections into the forehead, performed many years prior to presentation by a licensed dermatologist. Further medical history included breast cancer, hashimotos thyroiditis and heart disease. Many years after a possible treatment with hyaluronic acid, the patient presented with a right parotid mass located at the angle of the mandible. MRI demonstrated a focal dilation of the right stensen's duct and a 2 mm nodule in the right superficial parotid suggestive for benign pleomorphic adenoma. On physical exam, the mass was palpable and approximately 0.5 cm. Subsequent fine needle aspiration demonstrated cohesive groups of epithelioid cells and abundant chondroid matrix like material, and it was not possible to rule out pleomorphic adenoma. The patient underwent superficial parotidectomy with facial nerve preservation for the removal of the mass. The procedure was noted for difficulty in locating the small mass. Postoperatively, patient developed a sialocele, which was drained and subsequently resolved. She did not experience any additional complications of the parotidectomy. Final pathology of the specimen showed epithelioid histiocytic and giant cell reaction of amorphous, nonpolarizable foreign material (0.5 cm) involving periparotid soft tissue and one benign intraparotid lymph node with histiocytic reaction also consistent with a foreign body type reaction. No neoplasm was identified on cytopathology assessment. Pathology images demonstrated two distinct patterns of foreign bodies, which suggested that the patient maybe received various forms of soft tissue filler injections, or a combination of substances. The images of the periparotid soft tissue contained amorphous, slightly basophilic foreign bodies on h&e (hematoxylin and eosin) staining, suggestive of hyaluronic acid or polyacrylamide gel. In the pathology image of the involved intraparotid lymph node, there were many small, round, nonstaining spaces in the tissue, suggestive of silicone, which was another permanent injectable and one that was more likely to present with delayed adverse reactions. However, it was not possible to identify the original filler material on histological review. Two months after her initial parotidectomy, the patient presented again with a 1-2 cm, firm, mobile, non-tender mass over her right eyebrow. The mass was removed and pathological examination revealed a foreign body granuloma secondary to injection of a foreign substance. She recovered from this procedure with no issues. The presentation of the granuloma in the patient's parotid and eyebrow regions suggested either a delayed reaction or a migration of dermal filler material that was initially injected to the forehead or cheeks. The lapse of many years between filler injections and granuloma presentation suggested the use of more permanent type of filler, such as pmma (polymethylmethacrylate) or polyacrylamide gel. The migration of the filler material to the patients parotid and eyebrow areas suggested that the filler possibly migrated over the years as a result of gravity and muscle activity. The outcome of the event was reported as resolved. In the opinion of the authors, it had to be recognized by the providers that dermal filler complications may occur distant from the site of injection and discuss this potential with patients as a part of the informed consent process. Future research should focus on categorizing the types and rates of all potential adverse events related to dermal fillers. Follow-up information was received on 27-jul-2020: the physician reported that there was no way of knowing what kind of filler product was injected into the patient. As reported, it was most likely injected many years ago by an outside provider. The outcome of the event was left unchanged.